Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2011 when it failed a self test due to a lower battery. There is no history of any other unusual events. The user was alerted to the fault by the red led status indicator flashing and a low battery warning. Although no fault was found with the pad or pad-pak the pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.